Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 9:00am. The patient had obtained an alleged result of ¿467mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that she increased her dose of insulin to 9 units of humalog in response to the alleged high reading she obtained. The patient stated that around 3 hours after the alleged product issue began she had ¿passed out¿ and on (B)(6) 2017, after 12 noon stated that she was treated by a neighbor who had administered a glucagon injection. The patient detailed that ems were called and tested her blood on the ems meter. The patient was unable to recall the exact result obtained on the device but believed it was less than 200mg/dl. At the time of trouble shooting, the cca confirmed that the correct unit of measure was used. The patient did not have control solution to perform a test. The test strips were stored correctly and within their expiry date. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.